Manufacturer narrative:
The device was returned and evaluated following reports of failure to charge despite use of a replacement charger. Visual inspection identified no damage to the exterior of the device. When placed on a charging pad, the device displayed the ¿charge ilet now¿ screen, indicating an attempt to charge; however, charging did not occur and the device failed to power on consistently. After approximately one hour on the charging pad, the device powered on, and subsequent monitoring demonstrated rapid battery depletion, duplicating and confirming the reported issue. Engineering logs were downloaded and reviewed and supported the presence of a battery-related malfunction. During internal component inspection, an additional finding was identified in which the encoder magnet was not fully seated. The device was repaired by replacing the battery, leadscrew assembly, and mainboard, followed by cleaning and resealing of the device and updating the software to the latest version. This supplemental MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet insulin pump did not charge despite use of a replacement charger and correct user technique as verified by video, consistent with a device power or battery malfunction involving the charging subsystem. Symptoms included no reported clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included user interview, review of provided video evidence, and assessment of device use and charging procedure. Investigation of this case revealed a suspected device-related power failure with no user error identified. It was concluded that the event was attributable to a device malfunction of the ilet related to charging or battery function, and a replacement device was provided.